Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 22129213. D4: medical device expiration date: 13-dec-2025. H4: device manufacture date: 12-dec-2022. D10: returned to manufacturer on: 08-aug-2023. H6: investigation summary: the customer reported multiple sets breaking out of the bag before use, and returned a large box of samples. There were 98 samples of the same lot number 22129213, and 43 of them had a separation at the drip chamber. The complaint is verified. The root cause for the separations is the solvent application process, and the plant is aware. There is a project to address the issue and fix the solvent dispenser equipment. Device history record review for model 42103e-07 lot number 22129213 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that 12 bd alaris¿ smartsite¿ gravity sets pulled apart when removing them from the packaging. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "I do not feel confident this product will work for our system. After testing the case of 100 sets ¿ 14 were not clinically acceptable. 12 sets ¿ pulled apart when right out of the package. 1 set- kinked and likely not usable. 1 set- package was opened and not sealed (not sure if that was done by xxxx prior to me getting the lot)".

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that 12 bd alaris¿ smartsite¿ gravity sets pulled apart when removing them from the packaging. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "I do not feel confident this product will work for our system. After testing the case of 100 sets ¿ 14 were not clinically acceptable. 12 sets ¿ pulled apart when right out of the package 1 set- kinked and likely not usable 1 set- package was opened and not sealed (not sure if that was done by xxxx prior to me getting the lot)"